Event description:
As reported by the user facility: tubing became disconnected from spinlock allowing blood loss from pt. Amount unknown at this time. Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the incident. Blood loss was reported minimal and no blood replacement was required. The actual lot number remains unknown, however, the current lot on the shelf was reported on request as a possible lot.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The male luer lock assembly was disconnected from the set at the tubing insertion point, due to insufficient solvent application. The o.d. Of the tubing and the critical dimension of the male luer lock insertion area were measured per the applicable design specifications and found to be within specification. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female ll adapter.